Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high reading of 449 mg/d and treated with 4.2 units of bolus from the pump. The customer also had low reading of 41 mg/dl. The customer treated with juice. The customer's current blood glucose was 213 mg/dl. The customer stated occlusion on the reservoir. The customer was not able to troubleshoot. The reservoir was not returned for analysis.